Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly ruptured after post dilating a wall stent. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly ruptured after post dilating a wall stent. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be conducted, as the lot number was not reported for this device. The device was returned for evaluation. A visual inspection did not find any rupture related defects. However, frayed fibers were noted on the balloon. The balloon was inflated without issue and no signs of rupture were noted. Therefore, the investigation is unconfirmed for the reported balloon rupture and is confirmed for frayed fibers. Per the reported event details, the device was used to post-dilate a wall stent. Therefore, it is possible that an interaction with the stent contributed to the reported or identified issues. However, the definitive root cause for the identified frayed material or reported rupture could not be determined based upon the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).